Event description:
Healthcare professional (hcp) reports a blood leak noted into the dialysate compartment during pt treatment. New disposables used to continue treatment without incident. Estimated blood loss reported as minimal. Dialyzer reused 9 times prior to this report. Hcp reports no pt injury or need for medical intervention.